Event description:
A pg replacement procedure was performed due to normal battery depletion. No anomalies were noted on the rv-lead measurement with a psa. No anomalies were observed on the ra-lead sensing. (Af was observed during measurement, therefore impedance and threshold was not measured for the ra-lead.) A new pg was connected. It was confirmed that the lead was properly connected to the pg. And then the mode was changed to vvi and the pocket was closed (the ra-lead had been implanted for the future.). The fin al check in the operation room, the a-lead impedance indicated more than 3000 ohms. Several attempts and re-booting did not change the values. Also the ra-lead did not perform sensing. According to the x-ray pictures, terminal pin of the ra-lead looked fully inserted to the header. The patient is 5 percentage of pacing dependant and the mode was programmed to vvi. Therefore, the physician did not perform a revision procedure. The patient will be evaluated in one week. No anomalies were observed on the ra. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).